Manufacturer narrative:
(B)(4). Concomitant medical products: unknown orthopaedic salvage system bearing, cat#: unknown lot#: unknown, unknown orthopaedic salvage system augment, cat#: unknown lot#: unknown, unknown orthopaedic salvage system femoral, cat#: unknown lot#: unknown, unknown orthopaedic salvage system assembly, cat#: unknown lot#: unknown. Radiolucency. Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08091.

Event description:
It was reported that the patient has a fractured yoke and tibial lucency. No revision has been reported to date.